Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 404 mg/dl. The customer stated that she had issue with her blood glucose going high and she wasn't aware of it when she calibrated causing calibration errors. The customer change sensor and would like a replacement. The customer was offered to troubleshoot the issue but declined.